Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional and delivery testing. The device was found to meet with specifications. The root cause was not established since the reported issue was not confirmed.

Event description:
Information was received that device is under infusing. Incident did not occur while in use with a patient.